Event description:
During a low anterior resection procedure, the device cut but did not staple. The procedure was completed with a device of a different product code. There was no patient consequence.